Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation at this time. The root cause for the calcification remains indeterminable. If/when the device is returned, a supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a valve model of unknown size was explanted due to calcification after an unknown implant duration. After the procedure, the patient was noted to be hospitalized in stable condition. No other information was provided. The explanted device was returned for evaluation.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 25mm pericardial aortic valve was explanted due to calcific degeneration after eleven (11) years and one (1) months of implant. The valve was replaced with a non-edwards device. After the procedure the patient was noted to be hospitalized in stable condition.

Manufacturer narrative:
Evaluation summary: the x-ray demonstrated moderate calcification on leaflets 1 and 3, heavy calcification on leaflet 2, and wireform intact. Host tissue on the stent circumference was minimal at the outflow aspect. Leaflet 1 had a 6mm tear near commissure 1 and a 8mm tear near commissure 2. Leaflet 2 had a 13mm tear near commissure 2, and a 7mm tear near commissure 3. Leaflet 2 also had a 4mm tear on the cusp region at the inflow aspect, of which 3.5mm was non-transmural. Leaflet 3 had a 4mm tear near commissure 3, and a 6mm tear near commissure 1. Serrated markings were observed near both tear regions of leaflet 3, and calcification was observed near all the tears. A fragment of host tissue was returned with the valve, origin of fragment is unknown. The wireform was exposed near leaflet 1 at the outflow aspect. Customer report of calcification was confirmed. Based on the available information, the root cause remains indeterminable. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.